Event description:
It was reported the devices were not working properly. The type of procedure was unknown. The device wouldn't work at all. Multiple handpieces and a second generator was used and the disposable still wouldn't work. The case was completed with another device. No patient consequence was reported.